Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the right side. Subsequently, the patient experienced instability, femoral knee debonding/loosening, and a periprosthetic fracture around the internal prosthetic knee joint. No further information available.

Manufacturer narrative:
D10: ps tibial inserts sz 5, 11mm cat# 204-25-11: sn# (B)(6), three peg patella 35mm cat# 200-02-35: sn# (B)(6), trapezoid tibial tray sz 5f/5t cat# 204-04-55: sn# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.